Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the valve came off from the fan spray tip during use. Fortunately, the surgeon noticed this incident, he removed it from the wound. Therefore, the valve didn't retain in the patient's body.

Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. Investigation summary: review of the device history record for 00515048201, lot number z000010035, identified no relevant deviations or anomalies. Product examination found that the tip nozzle had detached from the tip. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.